Event description:
It was reported that the external pulse generator displayed an error on startup. The device was reset and worked as designed after the reset. No patient involvement was reported in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.